Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: a2, a3, a4, b3, b5, b7, d10, e1, e4, h6 (annex e). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 06feb2025 and 13feb2025. The procedure involved an ¿angio¿ with stent placement in the inferior mesenteric artery (ima) via access in the right common femoral artery. The device was used with a 5-french cook flexor ansel sheath. The access site was scarred from previous interventional procedures, the anatomy was heavily calcified, and two previously placed iliac stents were noted. An unspecified inflation device was used to inflate the balloon to the rated burst pressure five times, for up to three minutes each time, within an 80% stenosed lesion in the ostium of the ima. Access into the inferior mesenteric artery was reportedly not overly difficult; however, the ima was heavily calcified, making the ostium from the aorta to the ima small. The tip of the balloon completely separated and was described by the reporter as a ¿transverse tear of the balloon with the catheter inside completely breaking off¿. Reportedly, the majority of the balloon was still attached to the catheter and was removed through the sheath ¿with ease¿. The separated tip was retrieved with a snare. Negative pressure was maintained upon removal of the catheter. A subsequent CT scan confirmed some improvement to the patency of the ima; however, per the reporter, the patency was ¿not ideal¿. There were no adverse effects to the patient as a result of this event. No part of the device remained in the patient.

Manufacturer narrative:
Summary of event: as reported, during an angiography procedure, an advance 18 lp low profile balloon catheter separated upon removal of the device. After removing the device, the radiopaque tip was still visible within the patient¿s vessel on x-ray. The user noted that the balloon had broken in half, leaving the other half within the patient. A snare was used to retrieve the separated fragment. During the same procedure, the tip of a cook sheath also separated; that event was reported under patient identifier (B)(6). Additional information was received 06feb2025 and 13feb2025. The procedure involved an ¿angio¿ with stent placement in the inferior mesenteric artery (ima) via access in the right common femoral artery. The device was used with a 5-french cook flexor ansel sheath. The access site was scarred from previous interventional procedures, the anatomy was heavily calcified, and two previously placed iliac stents were noted. An unspecified inflation device was used to inflate the balloon to the rated burst pressure five times, for up to three minutes each time, within an 80% stenosed lesion in the ostium of the ima. Access into the inferior mesenteric artery was reportedly not overly difficult; however, the ima was heavily calcified, making the ostium from the aorta to the ima small. The tip of the balloon completely separated and was described by the reporter as a ¿transverse tear of the balloon with the catheter inside completely breaking off¿. Reportedly, the majority of the balloon was still attached to the catheter and was removed through the sheath ¿with ease¿. The separated tip was retrieved with a snare. Negative pressure was maintained upon removal of the catheter. A subsequent CT scan confirmed some improvement to the patency of the ima; however, per the reporter, the patency was ¿not ideal¿. There were no adverse effects to the patient as a result of this event. No part of the device remained in the patient. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The catheter shaft and part of the balloon were separated at approximately 79.5-centimeters from the distal end of the strain relief, and the catheter was kinked approximately 71.6-centimeters from the distal end of the strain relief. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the lot. A review of complaint history found no additional complaints for this lot number. The customer followed relevant instructions in the IFU (instructions for use). A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that the patient¿s stenosed and heavily calcified anatomy contributed to this event. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
B3: date of event "last week" (reported on 28jan2025). D3, g1: united states. E1: united kingdom. H3: device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an angiography procedure, an advance 18 lp low profile balloon catheter separated upon removal of the device. After removing the device, the radiopaque tip was still visible within the patient¿s vessel on x-ray. The user noted that the balloon had broken in half, leaving the other half within the patient. A snare was used to retrieve the separated fragment. During the same procedure, the tip of a cook sheath also separated; that event will be reported under patient identifier (B)(6). Additional information has been requested.